Event description:
It was reported that during an iliac stenting procedure, "stent shortening" occurred. The 80% stenotic, de novo and concentric lesion was located in the non calcified and non tortuous mid cephalic vein. The vessel diameter was reported to be about 8mm by about 35mm long. Vascular access was gained through the femoral artery. Upon attempting to deploy the wallstent endoprosthesis with unistep plus stent, a "stent shortening" occurred and the deployed stent did not fully cover the lesion. The stent was post dilated with an unspecified 8mm balloon catheter. The procedure was completed by implanting an unspecified 8mm x 47mm stent. There were no further reported patient injuries or complications. The patient's status was reported as "stable".

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for evaluation and the stent remains implanted; therefore a failure analysis of the complaint device cold not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.